Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. There was blood inside the lumen. The balloon was tightly folded. The hypotube was completely separated 83cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were numerous kinks throughout the hypotube. Microscopic examination of the distal shaft presented no irregularities that could have contributed to the damage. No distal weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.00mmx15mm maverick2 balloon catheter was advanced to the lesion however the balloon catheter was broken. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.00mmx15mm maverick balloon catheter was advanced to the lesion however the balloon catheter was broken. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.